Manufacturer narrative:
Device technical analysis: the returned electrode was analyzed and the shaft of the electrode was found to be completely separated from the hub labeling review: a product labeling review identified that the device was used per the instructions for use (IFU)/ product label. Investigation conclusion: based on all available information, engineers are able to confirm that the separated shaft was likely due to unintended excessive external mechanical force.

Event description:
It was reported that the electrode is broken at the hub. The device has been received and is pending analysis. No other information is available.

Event description:
It was reported that the electrode is broken at the hub. The device has been received and is pending analysis. No other information is available.